Manufacturer narrative:
Block e1 (initial reporter city): (B)(6) block h6 (device codes): medical device problem code a0401 captures the reportable event of cutting wire broken. Block h10: the returned stonetome was analyzed, and a visual evaluation noted that the cutting wire was broken, blackened and kinked. The device was observed under magnification and the cutting wire was blackened, and the cut of the cutting wire was not smooth. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was broken, blackened, and kinked. The cutting wire being blackened indicates that the device was energized. Based on the condition of the device, the problem found could have been caused during the procedure if the cutting wire was activated before use, leading to premature cutting wire fatigue and causing compromise to the cutting wire's integrity. Additionally, the cutting wire could break if there was contact with the endoscope during activation, if there was not direct and constant contact with tissue when applying electrocautery current, or if excess power was used during the procedure. Also, kinking in the cutting wire can lead to cutting wire break. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a stonetome was used in the duodenal papilla during an endoscopic sphincterotomy (est) procedure performed on (B)(6), 2021. During procedure, the cutting wire of the stonetome broke. No part of the cutting wire detached and fell into the patient. It was reported that device replacement was not done and the procedure was completed as it was using this device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(6). (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a stonetome was used in the duodenal papilla during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2021. During procedure, the cutting wire of the stonetome broke. No part of the cutting wire detached and fell into the patient. It was reported that device replacement was not done and the procedure was completed as it was using this device. There were no patient complications reported as a result of this event.